Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer states when you turn on the unit it shuts right back off. MDR filed.

Manufacturer narrative:
(B)(4). The malfunction has not been confirmed.